Event description:
Disposable 25 gauge bipolar pencil, straight, kirwan surgical products llc (wet field/diathermy) filament protective sheath came off when the surgeon removed the instrument from the right eye. The sheath stayed in the eye and poked a hole in the retina.